Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported the inpen stopped logging in application and insulin was not coming out of inpen. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection. The event involved products mmt-105elblna, mmt-8060. Troubleshooting was performed for inpen not found and the inpen pairing was not successful. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. Troubleshooting was partially performed and later customer declined for hyperglycemia. It was unknown whether the customer was using inpen application dose calculator. No further patient complications were reported. The customer will discontinue using the inpen. Mmt-105elblna was requested and customer response was the device will be returned. No product return is required for mmt-8060.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the lot number, upc number and expiration date. The additional information has been updated in section d4 (added lot number, upc number, expiration date) with this report. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 0.925v. Battery and electronics were found corroded. Unable to perform baseline wireless/functionality test or displacement dose accuracy test. Inpen passed front cap investigation. In conclusion: it was determined the cause of inpen not pairing was caused by fluid intrusion to the battery. Therefore, the customer concern of inpen not pairing to app was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.